Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks and was presented to the emergency room. The right ventricular (rv) lead had oversensing and noise consistent with a lead fracture. The lead remains in use. No further patient complications have been reported as a result of this event.